Event description:
It was reported that during an egd and right thoracotomy procedure, the device was closed on esophagus and the firing trigger was pulled, firing the device. When the surgeon went to open the device he could not get it to open and had to pull the device from the esophagus, tearing esophageal tissue in order to free the device. After the device was removed from the patient, he was still not able to open the device. Ultimately he had to sew the esophagus closed. There were no staple present in the patient after the device was removed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: on what tissue type was the device used? At what location on the tissue? Esophagus. On which firing(s) did this event occur (1st, 2nd, 3rd., etc)? 1st. What color cartridge (white/blue/green) was used (tx only)? Blue. Where in the green zone was the device fired? (Tl only)? Na. Was buttressing material utilized? If so, which product? No. Were any difficulties encountered when closing on the tissue? No. Was the tissue pin in place prior to firing? Yes. Was the instrument fired across or near an existing staple line or clip? No. Was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? Yes. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? No staple line was created at all. Was proximal and distal control maintained on the tissue during the firing sequence? Yes. Was the staple line inspected for integrity prior to transecting the tissue? Asku. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Regular. Was a leak test completed? Na. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Yes. Was the firing to close a side by side anastomosis? If so, which firing. Asku. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? Asku. Was there a recent conversion to ees devices in this account or with this surgeon? Asku. Is a pathology specimen available? Tissue remains in device.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as the device opened and closed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.